Event description:
It was reported that during a total knee surgery, it was observed that the small battery drive device was not working. There was a ten minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device ran very slow and weak, which failed the power test. It was further determined that the electronic control unit and electric motor did not function properly and there was corrosion on the internal components. The assignable root cause was determined to be due to wear on mechanical and electronic components from improper cleaning/care and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.